Event description:
It was reported by the patient that all of the indicator lights on the remote monitor were flashing at once, which is an indication that it cannot power up. It was not able to be reset by unplugging and replugging in the power cord. The monitor was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient's daughter that all of the indicator lights on the remote monitor are "flashing." Attempts to reset the monitor were unsuccessful. The monitor has sent transmissions successfully in the past. The monitor will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device was unable to power up during the initial visual/functional check. Further analysis showed that the device failed interrogation testing due to an integrated circuit component.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.